Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. The patient¿s gender is female. No error messages were observed on any equipment. Therefore, a3. Sex field was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30304022m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and blood transfusion. After box isolation, superior vena cava (svc) isolation was conducted. When moved to cavotricuspid isthmus (cti) ablation, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The bleeding did not stop. Albumin was administered. The heart surgery physician was contacted and asked to prepare for thoracotomy. It was reported that 2000cc of blood transfusion was required. Patient¿s hemodynamics became stable and the drainage did not draw blood. Therefore, the thoracotomy did not need to be performed. The patient was admitted to the intensive care unit for monitoring. Patient¿s outcome is unknown. There is no information about the hospitalization. The physician commented that the timing of the perforation is unknown and that the cause of the adverse event is not related to the biosense webster, inc. Product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.